Event description:
It is alleged that during a case, the left internal mammary vein was punctured when switching from the clip applier to the scalpel/electrocautery instrument. It was reported that the case was converted to a sternotomy and there was no injury to the patient. It was further reported that the puncture was due to surgeon error while switching the instruments.